Event description:
Philips received a complaint from the customer, reporting a misalignment of the touch position on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse calibrated the touchscreen, but the issue persisted. The pse replaced the touchscreen to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria as specified; the touchscreen was verified as out of specification. H11: d4 - product UDI #.